Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight at 23,048 joules. Also, it was reported that the gland was 50 ml in volume and was very vascular. No pt injury was reported. The device was not returned for evaluation.